Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated or corrected: b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Review of provided imagery revealed the following observations: sheath appeared to have a torn liner with introducer exiting through the tear. Per 3mensio, patient's access vessels had presence of tortuosity. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed. Precautions include, 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for sheath liner torn and difficulty removing sheath was confirmed based on provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'following successful implant of a of a 23 mm sapien 3 ultra resilia valve in the aortic position, the 14f esheath+ split when pulling it out of the vessel, which caused a dissection and needed a vascular repair with cutdown.' Per provided medical opinion, "the seam split during insertion/removal of ds, causing the seam to create a small tear during removal of esheath". Per additionally received responses, 'there was no resistance felt during insertion or removal of any of the devices. The sheath was not torqued during the procedure.' Liner tear events can be promoted through a combination of patient and/or procedural factors. In this case, 3mensio report revealed presence of tortuous anatomical characteristics, which can facilitate non-coaxial trajectories during system advancement/retrieval, causing the balloon catheter to catch on the sheath liner and become torn if compounded with high push/withdrawal forces. However, no resistance was reported during system advancement or withdrawal. Therefore, a definitive root cause was unable to be determined. Imagery review confirmed exposed sheath shaft due to torn liner. During sheath retrieval, it would be possible for the torn sheath to adversely interact with patient vasculature, leading to retrieval difficulty and/or patient injury, as reported. As such, available information suggests that procedural factors (torn liner catching on vasculature) may have contributed to the reported event per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the implant procedure, following successful implant of a of a 23 mm sapien 3 ultra resilia valve in the aortic position, the 14f esheath+ split when pulling it out of the vessel, which caused a dissection and needed a vascular repair with cutdown. The CT surgeon did a cut down and did the vascular repair with his staff. The vessel damage was not to be 'not severe, but it needed to be repaired'. No blood transfusion was required for this procedure. It went as smoothly as it could have gone. There was no resistance felt during insertion or removal of any of the devices. The patient was stable and discharged per protocol.